Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.